Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. Reportedly, the device misfired causing the bleeding at the staple line. Another device was used to finish the procedure. No pt injury was reported.